Event description:
Patient undergoing primary repair of medial collateral ligament, right elbow. It was noted that there was a complete avulsion of the medial collateral origin from off the inferior or posterior aspect of the medical epicondyl. The joint was visible through this. A 5.5 mm bioabsorbable suture anchor was placed at the origin of the medial collateral ligament. During the insertion of the products, the more superficial portion of the screw was noted to fracture. There continued to be excellent stability of the remaining portion of the anchor. Given the relatively large size of the anchor and the large hole that had already been created, the surgeon chose to accept this implant rather than to attempt to place a second implant. One of the two sutures was removed. A free needle was placed and was brought through the origin of the medial collateral ligament. The ligament was cinched down to its appropriate origin while applying a light varus stress to the elbow. There was no patient harm post-op.